Event description:
It was reported that after interrogating an implanted device the programmer displayed an error message. It was further reported that the programmer had recently been updated with new software. Further investigation revealed that the software had not successfully loaded. It was advised to recycle the power to the programmer and then reinstall the upgraded software. No patient complications have been reported as a result of this event.

Event description:
It was reported that after interrogating an implanted device the programmer displayed an error message. It was further reported that the programmer had recently been updated with new software. Further investigation revealed that the software had not successfully loaded. It was advised to recycle the power to the programmer and then reinstall the upgraded software. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.